Event description:
Tmj discs removed and replaced with silicon. Silicon disc broke down and had visible holes when removed. Pt now suffers from pain in face, jaw, neck, shoulders, and chest. Also has fibromyalgia, flu-like symptoms with no diagnosis, gastrointestinal issues, reflux/gastritis, lump in the throat, difficulty swallowing and anxiety/nervousness.